Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 180 mg/dl. The customer states the insulin pump was exposed to fluid. Customer reported an insulin pump error alarm and then a blank display with a flashing white screen. Troubleshooting was provided and a blank display with flashing white screen remained. The customer was advised replacement of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement and self tests due to traces of corrosion inside the unit. Per visual inspection there's traces of corrosion around the battery connections to the main board and on the ribbon cable terminal connecting to electrical board. There's also a crack on the battery tube.